Event description:
It was reported that the surgeon performed a tendon repair and during the surgery found a poly disc separated from the femoral component.

Event description:
It was reported that the surgeon performed a tendon repair and during the surgery found a poly disc separated from the femoral component.